Event description:
Caller reported nano system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 571 or 570 mg/dl on nano meter 1. Reported results of 90 and 100 mg/dl within 10 minutes on nano meter 2. The same bottle of smartview strips was used with both nano meters. No adverse event was reported. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.